Event description:
It was reported that in the patient's room 5 days after the catheter was placed in the patient's femoral vein, the extension line was found separated from the injection hub. As a result, the catheter was removed but not replaced as treatment was complete. Elneopa no. 1 was noted as medications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.